Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the clinician could not establish telemetry with the patient's implantable cardioverter defibrillator (ICD). Different programmers were used but still telemetry was unable to be established. The device was explanted and replaced. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652, implantable pacing lead, (B)(6) 2008; 419488, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.